Event description:
Info received indicates fluid ingress onto the right intermediate side rail ucm board caused no functions from the rail.

Manufacturer narrative:
The technician replaced the ucm cable and board to repair the bed.